Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris pump module smartsite infusion set had a check valve malfunction. The following information was provided by the initial reporter: "the back check valve on the primary tubing appears to be failing. When a secondary line is connected to the port above the pump, the fluid free flows from the secondary line and backs up into the primary fluid drip chamber and bag."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that when a secondary line is connected to the port above the pump, the fluid free flows from the secondary line and backs up into the primary fluid drip chamber and bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported bd alaris pump module smartsite infusion set had a check valve malfunction. The following information was provided by the initial reporter: "the back check valve on the primary tubing appears to be failing. When a secondary line is connected to the port above the pump, the fluid free flows from the secondary line and backs up into the primary fluid drip chamber and bag."